Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of arthralgia ("hip pain when I walk") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), malaise ("sickness") and amenorrhoea ("no periods and no pass"). The patient was treated with surgery (she had hysterectomy). Essure was removed. At the time of the report, the arthralgia had resolved and the malaise and amenorrhoea outcome was unknown. The reporter considered amenorrhoea, arthralgia and malaise to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: amenorrhoea, arthralgia and malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of arthralgia ("hip pain when I walk") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), malaise ("sickness") and amenorrhoea ("no periods and no pass"). The patient was treated with surgery (she had hysterectomy). Essure was removed. At the time of the report, the arthralgia had resolved and the malaise and amenorrhoea outcome was unknown. The reporter considered amenorrhoea, arthralgia and malaise to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: amenorrhoea, arthralgia and malaise. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.